Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.